Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report that the tip of the side-firing surgical fiber became loose within the fiber cap during the procedure, is not considered reportable issues. Upon analysis of the returned fiber, a circumferential fracture of the glass cap was found, proximal to the fiber / cap fusion zone; the fiber proximal to the fracture can rotate independently of the metal cap. The cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would likely also result in activation of the system fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical / procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
The customer reported that the fiber became loose within the cap of the side-firing surgical fiber, at 123,611 joules of usage during a prostate procedure. The case was completed using a second fiber without further issue. There was no report of injury.